Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's device stopped working. It was asked, but unknown when the device stopped working. It was noted that the patient was scheduled for an MRI of the lumbar spine. The patient's device was implanted in (B)(6), and the patient was a poor historian and had no ID card. X-ray was done and showed that the patient had the implant. The patient had a patient programmer and the model was noted. The healthcare professional did not have any further information. No symptoms were reported.